Manufacturer narrative:
Pump received with cracks all over the unite. Detached end cap. Bleeding lcd noted.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.